Manufacturer narrative:
(B)(4): upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury if it were to reoccur.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a "clamp position sensor error"; this condition had the potential to interrupt delivery. This condition was found in the sterile processing department during programming/setup. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.